Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was experiencing a muscle stimulation or spasm sensation on the right side of their chest one day after implant. It was further reported that the right atrial (ra) lead was found to be dislodged. A lead revision procedure was scheduled for repositioning the lead, and the ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). Product event summary: the full lead was returned and analyzed. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant. The analyst noted that due to the large volume of blood ingress along the lead length, on the proximal conductor, and the anomalies described in the event, it is likely that the extrinsic insulation breach that was observed occurred at the time the physician repositioned the lead. The insulation breach is likely the cause for the high threshold complaint.

Event description:
It was further reported that the right atrial (ra) lead also exhibited high thresholds and that the lead was removed and a pin plug was put in its place.